Manufacturer narrative:
Evaluation results: failure to follow instructions (force used to advance device). Inherent risk of procedure (stent deformation). Patient' condition affected effectiveness of device (severe calcification, moderate tortuosity and 80% stenosis). Deformation issue (stent deformed). Evaluation conclusions: failure to follow instructions (force used to advance device). Known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (severe calcification, moderate tortuosity and 80 % stenosis). (B)(4).

Event description:
It was intended to use resolute integrity drug eluting stent to treat a severely calcified lesion in the lcx. The lesion was moderately tortuous and had 80 % stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated 3 times with a 2.5 x 15 mm balloon to 12 atm. It is reported that during positioning resistance was encountered, and force was used in an attempt to cross the lesion. The stent was delivered smoothly until an attempt was made to cross the calcified lesion and the resolute integrity stent became deformed. The physician used a 2.75 x 16mm drug-eluting stent to complete the procedure. No patient complications are reported. Evaluation summary: the stent had raised and deformed struts from the 16th to 18th distal stent segments. The proximal stent section had also moved distally due to bunching of the 16th, 17th and 18th stent segments. No other damage was noted to the device.